Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room after feeling lightheaded and dizzy before receiving two shocks for episodes of ventricular fibrillation (vf). The right ventricular (rv) lead had triggered alerts for oversensing noise and undefined high pacing impedance. It was noted that there had been a sudden jump in the impedance and a fracture was suspected. Therapies were programmed off and a lead revision will be scheduled. No further patient complications have been reported as a result of this event.